Event description:
It was reported that during a laparoscopic ileocecal resection, the clip came out in u shape from 3rd firing, and the clip could not be fed into the jaw properly. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. D4: batch # x95d7m. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: "please provide more details about statement ¿clip could not be fed into the jaw properly¿ did device not feed clips? Device fed clips 2 times properly, but device fed clips like a shape of u after 3 times. Did device feed clips sideways? When we get the new information, we will update it in ecm note. Did device not fire clips (jammed)? The device fired 2clips. Did device fire malformed clips? Yes, device fired malformed clips. Did device fire scissored clips? When we get the new information, we will update it in ecm note. Did device drop or eject clips? If other, please specify device dropped clips and ejected clips." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify, ¿device fed clips 2 times properly, but device fed clips like a shape of u after 3 times.¿: did device feed 2 clips properly into the jaws, then feed u shaped clips or did device fire 2 clips properly, then fire u shaped clips did device feed multiple clips into the jaw? Did device feed the clips slower than normal into the jaw? Did device feed sideways clip into the jaw?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. D4: batch # x95d7m. Additional information was requested and the following was obtained: ""please clarify, ¿device fed clips 2 times properly, but device fed clips like a shape of u after 3 times.¿: did device feed 2 clips properly into the jaws, then feed u shaped clips or did device fire 2 clips properly, then fire u shaped clips? Yes, device fired 2 clips properly, then device fired u shaped clips. Did device feed multiple clips into the jaw? No, device did not feed multiple clips. Did device feed the clips slower than normal into the jaw? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Did device feed sideways clip into the jaw? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, a plastic bag with two conforming clips and five malformed clips were returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The event described could not be confirmed as the device was returned empty. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.